Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly. Device uploaded properly using carelink. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer and reservoir tube o ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p cap, reservoir will not lock properly due to missing retainer. Pump received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the motor of the insulin pump was slow and had slower insulin flow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.